Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had failed battery alarm and hardware low level failures. The customer¿s blood glucose level was 170 mg/dl. Customer stated that they had a received hardware low level failures alarm and the battery failed. The customer was advised to perform a self-test and the test did not pass. The troubleshooting was performed and was advised if not aligned or tightened the pump may give battery failed alarm and the pump did not alarm battery failed alarm. It was also reported that they had second occurrence of pump error. The customer was advised to revert to backup plan per health care professional instructions. The insulin pump was returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest and displacement test. No failed battery test noted during testing. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. Pump error 63 alarm confirmed in the pump history due to broken traces on the keypad assembly. Unit received with minor scratches on case, pillowing keypad overlay and minor scratches on lcd window.